Event description:
It was reported that the two epicardial leads had decreasing impedances and increasing thresholds. The leads were removed and a new bipolar epicardial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c2tr01 ICD , implanted: (B)(6) 2012; 4473 lead, implanted: (B)(6) 2002. (B)(4).